Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found something sticky on the battery connection chips and the device did not pace at 6.7v. As a result the main board assembly was replaced and the battery connection chips were cleaned. (B)(4).

Event description:
It was reported that sensing was low. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.